Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (gablofen) 2000 mcg/ml at 174.8 mcg/d via an implantable pump for unknown indication for use. It was reported that the patient's pump flipped. Unknown if any environmental/external/patient factors may have led or contributed to the issue. They were unable to perform normal refill due to pump being flipped. Actions/interventions taken to resolve the issue included the following: pocket revision where pump was anchored down and pump was also refilled during the case. Additionally, it was reported that prior to surgery, they interrogated the pump, it would not connect. They were feeling the patient¿s abdomen where the pump was and was able to flip it and connect to get her settings. Patient was in the operating room (or) and pump was then removed from sutureless connector to be refilled with gablofen 2000mcg/ml, 20ml. Everything went well and patient was doing well. The issue resolved at the time of this report with the patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.